Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.(B)(4).

Event description:
The customer reported via phone call that the insulin pump had multiple no delivery alarms for the last two weeks. The blood glucose value was 290 mg/dl. The customer stated that he used infusion sets and reservoirs from a different box and was still receiving no delivery alarms. He mentioned that after receiving the alarm, he would take the reservoir out of the insulin pump, attach it to the transfer guard, push the plunger and insulin would come out freely, but when he connects the reservoir to the tubing, he feels pressure with the plunger. The customer also stated that there was pressure when filling the reservoir and had a few air bubbles which he pushed out. He tried to prime and received another no delivery alarm. He declined troubleshooting and requested training. The device will not be returned for analysis.